Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer will "load cartridge and call back if they need further assistance". There was no adverse impact to the customer¿s blood glucose level.